Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had over-infusions, under-infusions, and occlusion alarms potentially due to the retention clips. The process steps were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.